Event description:
The physician performed a rhinaer procedure on a healthy patient. The patient also had a scalp cyst removed so the procedure was done in the or under general anesthesia. The physician injected with lidocaine with epinephrine prior to the procedure. No unusual bleeding occurred and the procedure was uneventful. Approximately 2 weeks post procedure, the patient presented for follow up. Crusts were removed but these slid out easily and no bleeding was noted. One week later, the patient started bleeding and came to the office. While in the office there was no bleeding, but a crust (scab) was seen in the posterior region near the spa. Since the patient was not bleeding, the patient was sent home. The next day the patient again bled at home and presented to the ed and was packed. The physician offered ir intervention at that time, but the patient wanted to see if the packing would work. The patient went home and 1-2 days later started bleeding, so again returned to the ed. Ir was consulted. The physician discussed the procedure with the ir physician, and believes the spa was embolized. The patient has since followed up with treating physician and is doing well with only some complaints of pressure.

Manufacturer narrative:
Risk of serious delayed bleed identified in device labeling.